Manufacturer narrative:
No ms433 product samples were returned for investigation. The customer did provide one (1) photograph, after review, the discoloration observed was consistent with the discoloration resulting from sterilization. Slight discoloration of tubing is a normal result of the sterilization and doesn't affect the safety or sterility of the set. The device history review (DHR) was not reviewed, no lot information was provided. Could not confirm complaint of mold or mildew in tubing set. A probable cause cannot be identified based on the information that has been provided. D9 - device available for evaluation: no.

Event description:
The event involved a 7" standardbore extension set where the tubing looked discolored and appears to have mold/mildew. There was no patient involvement and no harm reported.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional reporter: (B)(6). D4: di is pending and will be provided on the supplemental report.